Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 280 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to strong magnetic lock. The customer reported an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm a35. Customer's blood glucose was 280 mg/dl the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan per doctor instructions. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. No motor error alarm during our testing. Unable to perform the displacement test due alarm. The insulin pump was received with minor scratched lcd window.